Event description:
A malfunction was reported. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with pump reset information, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.